Manufacturer narrative:
While performing a review of this file it was found to be a duplicate of an existing complaint. Please disregard any reports associated with mrn 3012307300-2024-01231. All reports pertaining to this issue have been filed under mrn 3012307300-2024-01233.

Event description:
It was reported that the device exhibited error 1310. It is unknown if there was patient involvement and unknown if there were any adverse patient effects.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.